Event description:
Edwards learned of a bioprosthetic valve that required valve in valve intervention after an implant duration of approximately 5 years due to severe aortic stenosis and regurgitation secondary to calcification of the valve. Patient was implanted with a 23mm transcatheter aortic valve. Patient was discharged with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). The device model and serial number were updated.